Manufacturer narrative:
The device was returned to zoll medical; the malfunction was observed and the malfunction was attributed to high contact resistance within the front panel membrane. The front panel membrane was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.